Event description:
It was reported that the pump displayed a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if issue happened again, which customer acknowledged and understood.